Event description:
It was reported that during a total right knee arthroplasty, the tip of the ortholock ex-pin 3x110 broke off during insertion into the patient's tibia. The surgeon elected not to remove the broken fragment from the tibial bone. This was the initial use of the pin. No adverse consequences and no clinically significant delay were reported with this event. The procedure was completed successfully using navigation. After follow-up, no further information was available regarding this event.

Manufacturer narrative:
The user facility did not return the device to the manufacturing facility for failure analysis; therefore, no device evaluation was performed. Device not returned.

Event description:
It was reported that during a total right knee arthroplasty, the tip of the ortholock ex-pin 3x110 broke off during insertion into the patient's tibia. The surgeon elected not to remove the broken fragment from the tibial bone. This was the initial use of the pin. No adverse consequences and no clinically significant delay were reported with this event. The procedure was completed successfully using navigation. After follow-up, no further information was available regarding this event.